Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient reported that he went to the emergency room (ER) due to a cgm inaccuracy. At some point during the event, the patient¿s cgm was reading 43 mg/dl and the bg meter was reading 108 mg/dl. No patient symptoms were reported. The patient refused to provide dexcom with any further event details. No other patient or event information was available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.